Event description:
The lower level activated valve port on the primary IV pump tubing leaks when the port is accessed for use in the special care nursery. This event caused a drop in the baby's glucose requiring immediate intervention as well as causing the IV line to have to be restarted.